Manufacturer narrative:
Investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 3067270 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 3067270. Three photos were received for investigation of this complaint. The first photo shows a box with a bd label showing the box contains batch 3067270. The second photo shows several stacks of plates, one with lot 3067270 on the label (time stamps not visible. The third photo shows several stacks of plates (batch number and time stamps not visible. The plates on the tops of these stacks of visibly hemolyzed blood. The hemolysis of the plates does not cover the entire agar surface for some but is localized. This is an indication of contamination. No return samples were received for investigation of this complaint. No retention samples were available for investigation of this complaint. This complaint can be confirmed. No complaint trends for this defect have been identified; no actions are indicated at this time. Bd will continue to trend complaints for uneven fill.

Event description:
It was reported that 80 plates of bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) ere found with moldy contamination. The following information was provided by the initial reporter: customer is reporting moldy plates. Affected lot number 3067270. 8 sleeves (80 plates) affected.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 80 plates of bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) ere found with moldy contamination. The following information was provided by the initial reporter: customer is reporting moldy plates. Affected lot number 3067270. 8 sleeves (80 plates) affected.